Event description:
It was reported the patient experienced hypertonia beginning about two months after pump replacement. The pump replacement had taken place, and during the procedure, the catheter was found to have migrated (see MFR. Report# 6000030200900973). The patient "did ok for 2 months, then had higher tone and in 2008, catheter was again found out of the intrathecal space". The drug used in the pump was lioresal 2000 mcg/ml at a dose of 101 mcg/day. The family elected not to revise again. The family requested explantation. The device was explanted two months later. The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.